Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s implantable cardiac monitor (icm) it was found to have exhibited incorrect interpretation of premature ventricular contraction signals and labelled it as atrial fibrillation. No intervention was performed. The patient was in stable condition.